Manufacturer narrative:
(B)(4). Evaluation results: (other): visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. An investigation is in progress for lens tears under iaca # (B)(4).

Event description:
The trailing haptic of an aq2003v model lens tore off while it was being inserted. The lens was implanted and the incision was enlarged to remove the lens. Sutures were required to close the incisional wound.